Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant was performed sometime in (B)(6) 2015. Explanted sometime in (B)(6) 2015. Exact date is unknown; however, (B)(6), 2015 is a suspected date of report sent. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from (B)(4) for med watch . Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. It was reported that a patient had developed nonunion which necessitated a hardware removal procedure. The implant surgery and open reduction internal fixation (orif) of the right femur was performed in (B)(6) 2015 and the hardware, including a broken plate was explanted in (B)(6) 2015. This report is 2 of 2 for (B)(4).